Event description:
No additional information.

Manufacturer narrative:
Video and photo received for investigation. Through visual inspection, the scan on the product label generated barcode for another material. Therefore, the complaint was confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the team¿s investigation, the respective drawing for the impacted sku 30281264, needle 27x1/2 ll eclipse was inadvertently revised and released with the incorrect barcode during the graphic design update. Coverage was carried out to verify that the other codes are correct.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.4. Other lot number includes 3304965 and other expiration date includes 2028-10-31. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2023-10-31.

Event description:
It was reported that the bd needle 27x1/2 ll eclipse barcode was not readable. The following information was provided by the initial reporter translated from portuguese to english: the batches below, which were delivered, are failing to read the barcode. At the time of scanning, it is reading the item probe 30mmx0.8mm (bd). I'll attach images. Lot: 3304965. Expiry date: 30/10/2028. Invoice receipt date: 11/04/2024. Lot: 4031535. Expiry date: 31/01/2029. Invoice receipt date: 20/05/2024 the item is registered and dispensed using the manufacturer's barcode, saving time and automating our process. However, due to this situation, we had to label it manually with a 3-column barcode label. Analyze description of occurrence - barcode problem - probe 13mmx0,4mm (bd) (new).